Manufacturer narrative:
B5, d4, h4: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, after being succesfully used, the grub screw of a journey dcf ap fem cut blk 8 was noted to be loose. The grub screw fell out when the cutting block was put into the instrument tray and it was not possible to place the screw back in place. As this was noticed after being use, the patient was no longer involved.

Event description:
It was reported that, during use, the grub screw of a journey dcf ap fem cut blk 8 detached together with a small pin sitting outside of posterior referencing dial. In addition, it was not possible to place the grub screw or pin with a screw driver or by hand back in position. Furthermore, all lose parts were accounted and placed into a plastic bag for further processing. The procedure was completed with the same device. No patient harm has been reported.

Manufacturer narrative:
Internal reference: (B)(4).